Event description:
It was reported that prior to starting a da vinci s surgical procedure the cadiere forceps instrument tip was noted to be bent. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of tip is bent. Engineering found the pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp remained in the clevis. The clevis did not exhibit excessive damage. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.